Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial/lot #: va1ntqs, ubd: 02-feb-2022, UDI#: ,(B)(4) implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been actively flipping the device, causing them discomfort. The patient also reported a lack of efficacy to their physician. As troubleshooting performed, the hcp¿s office had performed reprogramming. The physician contacted the manufacturer¿s representative at 10 pm on mar. 28, 2019 to discuss. No surgical intervention had occurred at the time of report but the a removal procedure was scheduled for (B)(6) 2019 for the patient. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.